Event description:
Received report via our sales rep and distributor that a customer inquired about bemis hiflow suction canisters. Customer stated they had experienced four instances of canisters not achieving vacuum when connected to vacuum source. Customer is returning a sample. There were no reported pt consequences.

Manufacturer narrative:
Examination of the returned cover found the float valve to the vacuum port stuck in the off position. Determined that the vacuum port of an adjacent canister cover in the package can in some instances depress and hold the valve of another cover in the closed position during storage/transportation. Valve can remain in that position unless shaken free prior to use.